Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation no lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was prescribed a hydrocortisone cream to treat skin irritations at the pod sites. The patient had a skin reaction from the adhesive. No further details.